Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The manufacture representative went to the site to test the imaging system. The reported issue was not confirmed and it was stated that the system had become frozen while booting up the system and the mobile view station (mvs) application would not load. The occurrence happened twice once on the 17th and once on the 18th. A system restart fixed both occurrences. A system checkout was conducted and issue was not able to be reproduced. The system is fully functional and operates as intended. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that the mobile view station (mvs) application would not load upon bootup. A restart fixed the issue. No patient was present at the time of the event.